Event description:
The customer reported that during a radical cystectomy, the device jaws would no longer open. The device was cut from tissue and the tissue was sutured. There was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report:(B)(6) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a f/u report will be submitted.